Event description:
It was reported that there was high impedance issue. Patient had battery replaced at the end of (B)(6) 2012. Impedances post-operative were 'all over' and patient was not getting good stimulation. It was later reported that patient was getting painful stimulation. Patient experienced burning sensation at device pocket. A revision was done on the date of this report. Doctor disconnected the lead from the extensions. Lead was tested and impedances checked all ok. Then the extensions were removed and replaced without incidence. Patient was alive with no injury or adverse event.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension. (B)(4).